Event description:
Breakage of the taper.

Manufacturer narrative:
We already contacted the user to received more info and material. So far we are not able to conduct a comprehensive investigation. This event occurred outside of the united states and involved a product that was manufactured outside of the united states. However, because the link endo-model-m rotational and hinge knee system also is marketed in the unites states, link is submitting this MDR to ensure full compliance with 21 cfr part 803.